Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two shocks as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and noted the patient had poor morphology. Ts discussed device programming options and advised for further examination. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information has been received indicating the number of shocks delivered as inappropriate therapy were three and that there was undersensing. The device was reprogrammed to prevent inappropriate therapy delivery. No adverse patient effects were reported. At a later date, the patient received one shock, with the patient applying a magnet to prevent further shocks, so the episode was not stored. If therapy delivery was appropriate is unknown. Therapy was turned off per physician instructions. This device remains in service. No additional adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two shocks as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and noted the patient had poor morphology. Ts discussed device programming options and advised for further examination. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two shocks as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and noted the patient had poor morphology. Ts discussed device programming options and advised for further examination. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information has been received indicating the number of shocks delivered as inappropriate therapy were three and that there was undersensing. The device was reprogrammed to prevent inappropriate therapy delivery. No adverse patient effects were reported. At a later date, the patient received one shock, with the patient applying a magnet to prevent further shocks, so the episode was not stored. If therapy delivery was appropriate is unknown. Therapy was turned off per physician instructions. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two shocks as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and noted the patient had poor morphology. Ts discussed device programming options and advised for further examination. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information has been received indicating the number of shocks delivered as inappropriate therapy were three and that there was undersensing. The device was reprogrammed to prevent inappropriate therapy delivery. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two shocks as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and noted the patient had poor morphology. Ts discussed device programming options and advised for further examination. This s-ICD remains in service. No additional adverse patient effects were reported.additional information has been received indicating the number of shocks delivered as inappropriate therapy were three and that there was undersensing.